Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing of farfield r waves on the atrial channel was observed. The oversensing was causing inappropriate mode switches. Device was reprogrammed and the issue was resolved. Patient will be monitored.